Event description:
A report was received that the patient, who had a nondevice related accident, felt that the ipg had a popping sound. The patient will undergo a pocket revision due to the ipg being tilted.

Event description:
A report was received that the patient, who had a nondevice related accident, felt that the ipg had a popping sound. The patient will undergo a pocket revision due to the ipg being tilted.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the pocket site due to ipg being tilted. The patient underwent an ipg replacement and was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.